Event description:
The customer contacted baxter's technical service center request assistance in bypassing the dwell cycle on a homechoice (hc) device during dwell 1, patient connected. The caregiver (cg) stated, the home patient (hp) had a 3ml initial drain. The baxter technical service representative (tsr) went through troubleshooting with the hp. The hp was experiencing the following symptoms: feeling full, bloated, or overfull; abdominal pain or discomfort; expanded or tense abdomen, and difficulty breathing. The tsr assisted the hp to perform a manual drain of 4878ml. The hp stated the manual drain relieved the symptoms. The hp's largest prescribed fill volume (lpfv) is 2500ml. (Drain - lpfv) / lpfv = (4878ml-2500ml)/2500ml = 0.95 which meets criteria for increased intra-peritoneal volume (iipv). The initial drain alarm (ida) is set at 0. The hp realized that the ida is set incorrectly and will contact the nurse to change the setting. The hp discontinued therapy after the drain and will do manual exchange tomorrow until the nurse can correct the settings on the hc. The homechoice meets device specifications and is safe to leave in the customer's home. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be filed if any additional information becomes available. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv-adult.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The reported increased intra-peritoneal volume (iipv) issue was not confirmed. The cause was undetermined. Should additional relevant information become available, a follow-up medwatch will be submitted.